Event description:
It was reported that two sets of magnum tubing would not allow withdraw of fluid from IV bag when spiked. No patient injury reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found on two (2) of the three (3) samples that the yellow part of the valve was assembled inverted. Functional testing performed using the water leak test found that the two (2) of the three (3) samples were also occluded. The root cause of the reported issue was found to be assembly operator error. A quality alert was issued to make assembly operators aware of the correct assembly procedure and an investigation was issued to investigate the cause of the operator skipping the use of an assembly fixture and implement actions.